Event description:
It was reported that three events of incomplete infusion of cassettes that have been reported by the one customer involving cassette reservoir, used with a pump. The third event the device was connected, then pump started alarming approximately 15 minutes later, high pressure alarm. Line was flushed, repositioned to ensure no kinks, pump was changed, alarm could not be resolved so infusion was cancelled.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 19-june-2023 via email: in all 3 events the cadd cassette was filled with a hazardous anti-cancer drug, blinatumomab so product will not be returning. A total of 5 different pumps were used across the 3 events. The original 3 pumps used, then another pump for each of events 2 and 3 when the original pumps alarmed. For event 2 the change of pump resulted in successful administration, no alarm occurred with this pump. Serials numbers are not available and ehl cannot be provided. Operator of device was updated from health professional to patient/lay user. No patient injury.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore device history record and service history record reviews could not be conducted. D4 unavailable, no serial/item number has been provided, corrected data: d1, d3, g2, g5.